Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patient had finished swimming at the time of the shock. Office testing found noise in all three sensing vectors. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.